Event description:
During a resuscitation attempt, it was reported that the board for the device moved around on the pt torso and allowed the pt to move around. The loose board allowed for the compression pad to migrate around the pt's chest. Pad was repositioned and compressions continued. The pt did not survive. The paramedic stated that the problem did not affect the outcome of the resuscitation attempt in any way.

Manufacturer narrative:
This report was not initiated by the user, but was obtained second hand during a sales f/u call. Further discussion with the user indicated that no failure occurred; the backboard straps were not tightened properly which contributed to the reported problem.